Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown ulnar component, unknown. (B)(6). Report source, literature: lami, d., chivot, m., caubere, a., galland, a., argenson, j.n. (2017). First-line management of distal humerus fracture by total elbow arthroplasty in geriatric traumatology: results in a 21-patient series at a minimum 2 years¿ follow-up. Orthopaedics & traumatology: surgery & research, 103(6), 891-897. Doi: 10.1016/j.otsr.2017.06.009. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01097. Product location unknown.

Event description:
It was reported in a journal article that there were forty-one cases of radiolucency. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.